Event description:
Customer reports waste pipes in the reagent cartridge are becoming detached. This causes waste to be deposited inside the cartridge instead of into the waste container. A field service engineer cleaned the system and exchanged the reagent cartridge. After cleaning the system, quality control was run on the instrument and results were within range. There was no injury to the operator as a result of this event.

Manufacturer narrative:
This event is being reported, because it occurred in a potentially biohazardous environment.